Event description:
The pt was burned in the trachea area as reported by the hospital biomed.

Manufacturer narrative:
Product has not been returned for eval. However, based on the experiences from previous investigations on similar events, the cause was most likely due to the use of electrosurgery in the presence of a rich oxygen source. Conmed includes warnings in user manuals against the use of electrosurgery in these environments.